Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 5000mcg/ml at 2500mcg/day via an implantable pump. The indication for use was spinal pain. A pocket revision was reported. It was noted as "na" in regards to if there were any environmental, external or patient factors that may have led or contributed to the issue. The catheter was aspirated and proven to be patent. A new pump pocket was created and the pump was moved to the new pocket. The issue was resolved at the time of the report. The patient status was noted as alive, no injury. No further patient complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pump pocket was revised because the pump was loose in the old pocket. No further patient complications have been reported as a result of this event.